Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 kept failed. A field service engineer (fse) reported that tower door 4 was failing intermittently. The station was powered down, the tower latch column was opened, and preventive maintenance was performed on all tower latches. Conductive grease and stabilant solution were applied to all latches, after which the latch column was closed and the station rebooted. After reboot, the customer successfully recovered all tower doors and completed inventory testing with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 kept failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.